Event description:
Information was received indicating that this cadd legacy pump displayed pump gave "no disposable clamp tubing" alert while beeping. Reporter stated that the reported event occurs while in use and also when patient tries to touch it when the pump is off. The patient reported that she noticed multiple events few days ago and still continued using the pump. It was also reported that the patient also tried replacing the tubing and cassette. There were no patient adverse effects due to the reported event.